Manufacturer narrative:
(B)(4). This customer reported that a physician attempted to pace a pt and was unable to do so. There was no report of negative pt impact. The device was evaluated by the hospital biomed and passed all testing. The device was also tested by a philips field service engineer and the device passed all testing. There were no strips available for review. We are unable to determine the cause of the reported symptoms as it could not be reproduced.

Event description:
This customer reported that a physician attempted to pace a pt and was unable to do so. There was no report of negative pt impact.